Event description:
It was reported that retroperitoneal bleed occurred leading to death. A concomitant pulse field ablation (pfa) with farawave and a left atrial appendage (laa) closure procedure was being performed under general anesthesia. The pfa was completed first, and a non-boston scientific (bsc) access sheath was used which the physician struggled to get into the groin after access, approximately taking twenty (20) minutes to get the non-bsc sheath up before proceeding. Subsequently, the laa closure procedure was performed under intracardiac echocardiogram (ice), fluoroscopy, and transesophageal echocardiogram (tee) imaging. Groin access was obtained but there was noted difficulty going up with sheaths for approximately twenty (20) minutes after getting access. It was challenging due to torturous/narrowing of areas in the inferior vena cava (ivc). A watchman fxd double curve access sheath (was) was inserted. A 24mm watchman flx pro closure device was implanted with no device issues noted. While reviewing the closure device placement with tee post procedure, hypotension was noted and not improving with medications. Tee showed no pericardial effusion or air, but the left ventricle (lv) wall was motionless signifying cardiac output was failing. The anesthesiologist commented on air possibly being around the lv apex, but it was not visualized. There was mention of pleural effusion, but it was unclear. A code blue was called, cardiopulmonary resuscitation (CPR) initiated and maintained for twenty (20) minutes, medications given, and defibrillation performed while the physicians were attempting to figure out the root cause. The patient was pronounced dead approximately thirty (30) minutes after the procedure. There was no evidence of air embolism after reviewing both fluoroscopy and tee images, and it was noted the physicians only speculated that as the cause at first as it was confirmed that no effusion was present. The official cause of death was untreated retroperitoneal bleed. The physicians believe that the difficulty with getting sheaths up after groin access was when the damage may have occurred, and that the sheaths at the time were keeping the area from bleeding out and upon removal of the was at the end of the procedure, is when the patient began to crash.